Event description:
It was reported that the atrial lead warning was triggered due to the polarity of the right atrial (ra) lead switching from bipolar to unipolar. The unipolar impedance trend was stable in the range of 240-280 ohms. On manual impedance test, the bipolar impedance was measured to be 145 ohms. After consulting with the physician, it was decided that the patient will be followed closely to determine the performance stability of the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.